Event description:
During an atrial fibrillation procedure, it was reported that the patient¿s blood pressure dropped during the case. The ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and 700 cubic centimeters (cc) of fluid were removed. The patient was stabilized and under observation. On (B)(6), received additional information requested from bwi representative stating that the patient stay overnight as scheduled. The outcome of the patient was a full recovery. The physician¿s opinion regarding the causality of this adverse event was due to the ability of the catheter manipulation from the user and unrelated to procedure or device.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: carto 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # (B)(4).